Event description:
It was reported that: bent catheter inside the box. Defect found during product inspection and labeling. Inspection of the returned device shows that the swg was kinked, making complaint reportable. There was no patient involved.

Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire prior to use was not confirmed through complaint investigation of the returned sample. Ho wever, significant kinking was observed on the protective tubing. In addition, several folds and creases were observed on the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: bent catheter inside the box. Defect found during product inspection and labeling. Inspection of the returned device shows that the swg was kinked, making complaint reportable. There was no patient involved.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#( B)(4).

Event description:
It was reported that: bent catheter inside the box. Defect found during product inspection and labeling. Inspection of the returned device shows that the swg was kinked, making complaint reportable. There was no patient involved.